Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15apr2020.

Event description:
It was reported that it was requested that the liquid crystal display (lcd) be upgraded due to damage to the screen which resulted in the display being impaired. There was no patient involvement.

Manufacturer narrative:
G4:10nov2020, b4: 20nov2020 . V60 lcd, nec, user interface, v8000 was received for evaluation. Visual inspection revealed no signs of damage or contamination. A failure investigation (fi) technician installed the lcd assembly into a fi ventilator to duplicate the reported issue. During the unit testing the lcd assembly was installed in the fi test ventilator and was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20apr2020, b4: 07may2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the liquid-crystal display (lcd), end cap bezel, user interface, lcd tray and cables to address the touchscreen damage. The fse noted that after replacing the parts, the unit failed to power on during final testing. The fse replaced the power management board to resolve the power issue. The unit then passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.